Manufacturer narrative:
If implanted; give date: n/a (not applicable). Removed within the initial procedure. If explanted; give date: n/a (not applicable). Removed/replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 20.0 diopter intraocular lens (iol) was removed from the patient's left (os)operative eye and replaced with an anterior lens because the patient's capsular was compromised when inserting into the eye. Vitrectomy was performed, and patient outcome is expected to be well. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 2/26/2019. Device evaluation: the complaint lens was returned cut in half. Visual inspection using magnification was performed. Residues of viscoelastic was observed on the returned sample. Both lens haptics were observed in good condition and form. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests for this (B)(4). Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.